Event description:
The right arm pad of the wheelchair reportedly broke off when the user was transferring from the wheelchair to a shower chair. The report source states the patient has bilateral lower extremity amputations and uses the arms for total body support when getting in and out of the chair. User also reported that the brakes did not hold when the arm broke and he fell to the floor. He sustained two broken ribs. He was seen by his personal physician who prescribed pain medication and a rib binder/belt. He is healing slowly with no adverse sequelae. Report source was informed that the wheelchair arm pads are not intended to support a user's full weight. The user lives on a reservation housing and report source indicated that the reservation housing is not able to provide grab bars to support the user's weight for transfer purposes.

Manufacturer narrative:
Aug 9, 2006. Evaluation of the returned wheelchair found missing armrests. The noted damage appears to be from the torque and stress of repeated full weight bearing. Both brakes functioned as expected and locked the chair when engaged. The remainder of the chair is in fairly good condition. The report source was informed that wheelchair armpads are not intended for continued full weight bearing. Items such as grab bars and transfer boards are indicated to help the patient transfer.